Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a surgery via tha for osteoarthritis of the hip due to acetabular dysplasia. The surgeon installed the cup component for artificial hip joint into the acetabulum and used additional 3 screws for better fixation. One of the screws (25 mm long screws) penetrated deeply into the pelvic acetabulum base and the event was deemed dangerous by the surgeon. During the attempted removal of the screw, a blood vessel near the left external iliac vein may have been injured, resulting in massive bleeding. The surgeon used screw grasping forceps to extract the screw. The surgery was completed successfully with 60 minutes delay. No further information is available.

Event description:
Additional information received states that there was no adverse consequences that affected the patient and the affected side involved in this event was the left hip. On (B)(6) 2024, 1 screw (the 25 mm screw) in question was removed from a standpoint of psychological support. The removal surgery was completed without any problems.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.